Manufacturer narrative:
D.4 the serial number is unknown and therefore the serial number portion was left out of the primary UDI number. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report represents the guidewire. Related manufacturer device report number 1220648-2025-45893 represents the pump.

Event description:
The complainant reported that they encountered delivery issues and guidewire product damage during implantation of an impella cp. Once the impella was placed, the pigtail appeared rotated and the impella appeared kinked between the motor and the bend of cannula. The physician attempted to reposition the device but was unsuccessful. As a result, the impella was removed through the peel away sheath and the 0.018 guidewire was damaged during process. A 0.014 300 centimeter whisper wire was used in place as no 0.018 in guidewires existed at this facility. The impella was cleaned and the steps were repeated without issue. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for analysis. The cause of the guidewire damage was not determined as no product or images were returned for analysis. The guidewire batch passed all post sterile inspection checks.